Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in supplemental report.

Event description:
In 2009 at 3:00 pm, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately. While the lfs customer care advocate (cca) conducted troubleshooting with the patient over the phone, the patient alleged that the subject meter powered off during use. At the time that the patient spoke with the cca, she denied having any symptoms or receiving treatment related to the issue. The patient called lfs again about 4 days later, and reported that she experienced hypoglycemia and required emergency medical treatment on the day of event at 9:00 pm; 6 hours after she had initially contacted lfs. The medical surveillance specialist (mss) spoke with the patient's daughter on july 13, 2009 to obtain additional information included below. The daughter said that the patient was unable to test her blood glucose after 3:00 pm on the day of event because the meter powered off during use. The patient continued to take her usual dose of insulin. The daughter did not know the specific insulin type and dose that the patient took. At about 9:00 pm the daughter called the patient. She said she was concerned because the patient was not responding appropriately over the phone. The daughter went to the patient's home and found the patient was incoherent and "her eyes were bulging". The daughter called ems. The fire department emt's arrived and allegedly could not obtain a reading on the ems meter. The emt's attempted to give the patient oral glucose, but she was not able to swallow it. During the treatment process, the emt's obtained a reading of 23 mg/dl on their meter. They started an IV in her foot and gave her IV glucose. The daughter said the emt's got an ok reading on their meter around 9:30 pm and then transported the patient to the ER. The patient was treated with IV glucose and food in the ER and was discharged to home at about 1:00 am. This complaint is reported because the reporter/daughter alleges that the patient's one touch ultra 2 meter continued to power off during use and the patient was unable to test her blood glucose. Afterward, the patient took insulin and developed symptoms that suggested hypoglycemia. The reporter claims health care professionals treated the patient with oral and IV glucose.